Event description:
Customer reported that she was hospitalized due to infection and high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that her insulin pump was constantly alarming battery out of limit. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No unexpected battery out of limit alarm noted. Unit had missing end cap sticker, scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.